Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were noted and several vt episodes with oversensing/noise. High thresholds were also noted which appeared to be chronic. The lead remains in use. No patient complications have been reported as a result of this event.